Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, restart error, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 205 mg/dl at the time of incident. Troubleshooting found that the customer dropped it in toilet water. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.